Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported that a lead broke 3 weeks after implant. The caller was asking about support groups in their area.